Event description:
Customer reported that the insulin pump returned a no delivery alarm during fill tubing. Blood glucose level was 135 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.